Manufacturer narrative:
Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2338 captures the reportable patient complication of swelling/edema. Imdrf patient code e2401 captures the reportable patient complication of desaturation of airway. Impact code f23 is being used to capture the scheduled second placement procedure on (B)(4) 2023.

Event description:
It was reported to boston scientific corporation on february 27, 2023, that an ultraflex tracheobronchial covered distal stent was to be implanted in the trachea to treat a 5cm benign tracheal stenosis during a bronchoscopy with tracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was structured at 1.5 cm and was dilated to 15 mm. During the procedure, the guidewire was introduced into the flexible bronchoscope to survey the airway. The bronchoscope was then removed, and the stent was backloaded over the guidewire. Upon deployment, the ultraflex tracheobronchial stent bunched up in the lma (laryngeal mask airway) and was deployed inside the lma. The ultraflex tracheobronchial stent was removed from the patient together with the lma. Subsequently, edema/ swelling and airway desaturation were observed; therefore, airway re-saturation and decompression was performed. The procedure was not completed, and a new procedure for stent placement was scheduled on (B)(6) 2023. The patient condition after the procedure was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2338 captures the reportable patient complication of swelling/edema. Imdrf patient code e0743 captures the reportable patient complication of desaturation of airway. Impact code f23 is being used to capture the scheduled second placement procedure on (B)(6) 2023. Block h11: blocks b5 and h6 (patient code and device code) have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal stent was to be implanted in the trachea to treat a 5cm benign tracheal stenosis during a bronchoscopy with tracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was structured at 1.5 cm and was dilated to 15 mm. During the procedure, the guidewire was introduced into the flexible bronchoscope to survey the airway. The bronchoscope was then removed, and the stent was backloaded over the guidewire. Upon deployment, the ultraflex tracheobronchial stent bunched up in the lma (laryngeal mask airway) and was deployed inside the lma. The ultraflex tracheobronchial stent was removed from the patient together with the lma. Subsequently, edema/ swelling and airway desaturation were observed; therefore, airway re-saturation and decompression was performed. The procedure was not completed, and a new procedure for stent placement was scheduled on (B)(6) 2023. The patient condition after the procedure was expected to fully recover. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted for a benign tracheal stenosis. Per the instructions for use (IFU), "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for benign tracheal stenosis.